Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced insulin flow block alarm event on (B)(6) 2026. The blood glucose level was high and the patient was treated with by pump. No further information available.